Event description:
A dual port feeding tube with flow through stylet was inserted. Chest x-ray revealed tube was in pt's left lung. Tube was removed and pt's blood pressure immediately dropped. Had no breath sounds on the left side secondary to a tension pneumothorax. A chest tube was inserted, pt's blood pressure returned but o2 saturation remained low and a large air leak persisted. The pt underwent a sternotomy, exploration of both lungs, excision of apical blebs on the left side, oversewing of multiple blebs left and right lungs and repair by oversewing a bronchopleural fistula at the left lung base.